Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 97791, lot# unknown, product type: accessory. Product ID: 977a275, lot# unknown, explanted: (B)(6)2017, product type: lead. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that a loss of stimulation occurred. Impedance testing was performed and abnormal impedances were noted. It was noted that impedances were first measured as 5000 ohms, then 10000 ohms, and that they increased gradually. Multiple impedances tests were reported to have showed abnormal impedances at 10000 ohms or more. A lead fracture was suspected. The patient¿s medical history included a note that they had gained weight and that this may have led or contributed to the issue. The lead was surgically replaced as a result of the event and the issue was resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
Device analysis for the lead revealed the conductor was broken in the body of the lead at the injex anchor site. There were no electrical shorts identified between the circuits.

Manufacturer narrative:
(B)(4) belongs to the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.